Event description:
Respiratory therapist turned ventilator on, and a screen popped up and asked: "do I want to erase file." The nurse could not get that prompt to go away. The respiratory therapist pushed yes and no and could not ventilate the patient.a new ventilator was brought in for patient. There was no injury. Technical assessment by biomed: the ventilator performed according to specifications. It was felt that the problem was caused by the therapist's unfamiliarity with the trending option on the machine. Education will be provided.